Event description:
A cartridge change error was reported with a pump. There was no adverse impact to the customer's blood glucose level. The customer followed instructions to inspect the cartridge o-ring and pneumatic tap area, clean the area with an alcohol wipe, and successfully load the cartridge onto the pump, allowing them to resume insulin delivery.